Event description:
(B)(4). Started noticing pain in my abdominal this is a every day pain now,then when my period came I was over bleeding going through my clothes and everything.then started noticing hair loss,lower back pain,bad cramps even when im nit on my period,pain in my stomach but mainly my right side,bad headaches,when I have sex now itshurts I even start bleeding,its not comfortable having sex I cant even enjoy it like I use to,I walk my son to school daily and I'm getting dizziness so bad ihave to stop and take a break,im always feel bloated very bloated,over bleeding even having 2 periods a month now,I have a ordor down thete my doctor thought I had a std but all my test cameback fine,I get hot flashes/and out of no were I'll start sweating real bad,and also I get a burning bad pain in my stomach,ob a daily bases im in pain in my stomach,and lower back pain/cramps....